Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: the depot technician's assessment of the xenon lightsource found that the unit failed to power on when the power button was pressed. It was determined that the power supply was faulty; and was replaced to correct this issue. This described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was no longer working. It gets very, very hot, and the light has gone out. It was reported that while the biomedical engineer was replacing the lamp, the board inside popped and cracked and began to smoke. No injury, death or surgical delay has been reported.